Event description:
The digital Stryker Prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening of the components.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.